Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery 3.2mm drill bit was bent. Surgeon proceeded by using another bit of the same characteristics that also came inside the equipment. Additionally, there was an issue with screwdriver. It holds the screws but at the time of release the screwdriver falls apart. To resolve this issue surgeon removed the fastener of the screw with a clamp since the screwdriver could not be released, thus successfully completing the surgery, without affecting the patient and without alterations in the surgical times.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. . H11 additional narrative: added: d10 (concomitant). H3, h6: photo investigation: the product was not returned to medtech orthopaedic , however photos were provided for review. The photographs attached were reviewed, however the provided evidence was not sufficient to confirm the reported event of inability to assemble/disassemble . Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedic quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part# 03.019.025, lot # 8439693, manufacturing site: werk hägendorf, supplier : na, release to warehouse date: 17 may 2013, expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.